Manufacturer narrative:
H.6. Investigation: the actual product nor photo representation was provided. A review of the device history record (DHR) was not possible since a lot number could not be provided. Also, a review of non-conforming material report (ncmr) for the reported container was performed for the past 12 months and no manufacturing or material defects were identified that could have caused or contributed to the reported incident, ¿missing lids¿. As corrective action a weighing system has already been implemented for this container manufacturing process to ensure the correct quantity of pieces per box before shipping. Unfortunately, a weighted label placed on the box by the weighing system is required to identify or confirm this issue. The root cause is unknown. H3 other text : see h.10.

Event description:
It was reported that 5 sharps coll next gen 5.4qt clear 20/packs experienced a missing lid or slide lid/clamp which was noted prior to use. The following information was provided by the initial reporter: material no. 305551. Batch no. Unknown. Per email: injuries or adverse event: no item: 305551 quantity affected: 1 cs serial/lot number: n/a. Reported issue: reports that she is short by 5ea lids on the containers.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 5 sharps coll next gen 5.4qt clear 20/packs experienced a missing lid or slide lid/clamp which was noted prior to use. The following information was provided by the initial reporter: material no. 305551 batch no. Unknown. Per email: injuries or adverse event: no, item: 305551, quantity affected: 1 cs, serial/lot number: n/a, reported issue: reports that she is short by 5ea lids on the containers.